Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. Visual assessment revealed that the hose was damaged. Therefore, the reported condition was confirmed. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during pre-check it was observed that the motor device had a "damaged cable". The device was not used in surgery. No injuries or medical intervention were reported. The exact event date was unknown to the reporter. Although, the reporter clarified the event occurred in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.